Manufacturer narrative:
Result: damaged pt right head-end siderail with sharp edges.

Event description:
It was reported by service report that the top of the pt right head-end siderail had a puncture hole with sharp edges. No pt involvement or adverse consequences were reported.